Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).   Based on the data from the investigation we are unable to determine the root cause of the reported incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the end user reports that while the pump is running it begins to alarms air in line. No injury reported.